Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of these bioprosthetic aortic valves, the surgeon heard a heart murmur. The patients were reported to be asymptomatic and no interventions have been completed. The physician stated the murmurs could possibly be over sizing. No adverse patient effects were reported.